Event description:
The clinic reported that a laser vision correction patient contacted the center at 3am complaining of pain in left eye. Patient was advised to return to center at 7:30am (opening time). Patient presented with loose epithelial growth at edge of abrasion in left eye one day post treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of pain due to poor fit with bandage contact lens (bcl). Removed bcl and replaced with new lens. Patient returned to center ad 12:30pm for debridement by surgeon.

Manufacturer narrative:
Source report: added "user facility" as report source. Device manufacture date: m07/13/2001. All pertinent information available to abbott medical optics has been provided. Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. Not available and requested to outside storage facility. After debridement patient reported immediate reduction in pain. 5 day follow up on 16-dec-2014 uneventful and cornea in both eyes healed well for bcl removal. All pertinent information available to abbott medical optics has been submitted. Placeholder.